Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 3 was not functional. Cleaning and treating contacts did not resolve the issue. Troubleshooting was resumed, during which a possible faulty port on the controller card was identified, along with several defective latches. A field service engineer powered down the station and replaced the latch assemblies. The doors and latches were tested for proper functionality. Further testing of the device was conducted, and no additional issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.